Event description:
Synthes (B)(6) reported that during an unspecified procedure, the surgeon tightened the nut down on a uss pedicle screw by hand with the socket wrench, and the handle broke into pieces. All the pieces were retrieved from the patient''s body and the surgery was completed with a second socket wrench in the set without further incident. This report is for file (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Placeholder.

Event description:
This is report 1 of 1 for this event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history record did not show conditions that could have contributed to the reported event. Manufacturing evaluation reports that the instrument was received in four pieces, (three broken handle pieces and the shaft with dowel pin). The break was down the centerline, inline with the dowel pin, from where the shaft enters the handle, back to the end of the shaft encapsulated in the handle (approximately 15 mm past the pin) and then it angles sharply out to the edge for approximately 20 mm. There were no material anomalies evident in any of the cracked surfaces. Instrument was manufactured in november 2004 and is almost 8 years old. Material hardness for the handle component was not verified during this evaluation because no specification for handle material hardness exists in DHR. All features related to this complaint condition that could be verified during this evaluation meet specifications (handle material, shaft o.d.). However, all features related to this complaint condition could not be verified due to the damage (handle broke). Therefore, this complaint is indeterminate from a manufacturing perspective.